Event description:
In 2004, a pt underwent transcatheter closure of an atrial septal defect. With the assistance of tee, a 34mm sizing balloon was used to measure the defect size. The defect was closed using a 32mm asd and a 12f-delivery system. When the pt recovered from anesthesia, ventricular tachycardia was found on the EKG. It was then confirmed through tee fluoroscopy that the device had migrated to the right ventricle. The pt was sent to the or for surgical removal of device and repair of the defect.